Event description:
Asymptomatic testing for covid-19 using poc antigen test on (B)(6) 2020. Returned positive result. Second poc antigen test on (B)(6) 2020 returned negative result. Third poc antigen test on (B)(6) 2020 returned negative result. Pcr test done on (B)(6) 2020, returned as negative on (B)(6) 2020. False positive reported by poc antigen test machine (bd veritor analyzer plus). FDA safety report ID# (B)(4).